Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the central control monitor did not function as expected. On one side of the monitor screen, the cursor was properly aligned with the point of touch. However, on the other side of the screen, the cursor did not match up with where the screen was being touched. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.